Manufacturer narrative:
The device was discarded and was not returned to edwards lifesciences for evaluation. Images were received from the field. A longitudinal burst and radial burst of the delivery system balloon was observed. Calcification was observed in the patient¿s annulus. A DHR review was performed and did not reveal any issues that may have contributed to the reported event. Balloon bursts are identified in the commander delivery system risk management as a potential cause that may lead to difficulty or inability to withdraw delivery system. This event reports a balloon burst during valve deployment that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Therefore, the review of risk management file is complete, no further action is required. The complaint events were confirmed as per imagery provided by the site of the complaint device. Per the description summary, ¿the balloon ruptured during deployment of the valve. The valve was able to be fully expanded¿. It was noted there was calcification present in the annulus. Based on this information, it is likely that the root cause of the balloon burst is related to those detailed in a technical summary written by edwards lifesciences. A detailed root cause analysis for similar returned complaints has been summarized in the technical summary, which provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event; and it details why balloons are subject to increased risk of burst in a calcified annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). As such, the reported events discussed in this complaint are likely related to the details outlined in the technical summary. Available information therefore suggests that patient factors (calcification) likely contributed to the complaint events. The complaint occurrence rate did not exceed the june 2020 control limit for the applicable trend categories as such, an engineering evaluation is not required. Since no edwards defect was identified in the evaluation, no corrective or preventative action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported, during a tf tavr case the balloon ruptured during deployment of the valve. The valve was able to be fully expanded. The delivery system was removed immediately and it came into the sheath and out of the body without resistance. There was no harm to the patient. There was a small hole in the mid portion of the balloon when examined on the back table, no pieces were missing. There was minimal calcification in the annulus.